Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl and treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer stated that she started using her new insulin pump and the morning prior to call her blood glucose went up to over 400 mg/dl. Customer also mentioned that she did not go into training for the new insulin pump and the settings needs to be transferred from her old insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to reach out to her healthcare professional and see if the insulin pump settings needs to be adjusted. The insulin pump was is not expected to return for analysis.